Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four patient line extension sets leaked during peritoneal dialysis therapy. This event occurred during use while the patient was connected. The patient stated that they use two patient lines per therapy, and found a hole on the extension lines which caused it to leak. The patient stated that the line was able to be primed without any problems, and they did not see any damage or issues prior to setting up. Prophylactic antibiotics were provided to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Four extension sets were received for evaluation and an evaluation is complete. Two units were received attached to a used home choice cassette. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and device-device interaction testing. The reported problem of leak was verified during visual and functional testing. The cause of the event was determined to be a hole in the tubing on one of the two patient line extensions that was attached to the received used home choice cassette. The sample did not meet specification for the reported issue. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.